Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that implant was removed due to fractured implant. 4.1mmx8mm - broken. Tooth number 19.